Event description:
It was reported that the user experienced persistently elevated blood glucose after changing ilet infusion supplies due to a leaking infusion site and later realized the blue needle guard had not been removed, indicating the infusion set was deployed incorrectly or not properly attached; the user replaced the infusion set and cartridge and reported a peak blood glucose of 312 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.